Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the de-novo pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. It has been mentioned that during insertion of the sheath, air ingress was observed. Despite what was believed to be proper handling, air management and multiple aspiration attempts, the issue persisted. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. The sheath was leak tested, and the sheath passed all leak testing. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Even though the sheath passed leak testing, the torn hemostatic valve could potentially contribute to air ingress or leaks during use of the sheath.

Event description:
It was reported that during the de-novo pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. It has been mentioned that during insertion of the sheath, air ingress was observed. Despite what was believed to be proper handling, air management and multiple aspiration attempts, the issue persisted. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis. It was further reported that a non-boston scientific catheter was inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. Excessive bubbles were observed in aspiration syringe. The guidewire was advanced in the left atrium when the farawave was inserted into the sheath. No other issue has been reported.

Manufacturer narrative:
B5: describe event or problem - updated. D10: concomitant product/therapy- updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the de-novo pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. It has been mentioned that during insertion of the sheath, air ingress was observed. Despite what was believed to be proper handling, air management and multiple aspiration attempts, the issue persisted. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis. It was further reported that a non-boston scientific catheter was inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. Excessive bubbles were observed in aspiration syringe. The guidewire was advanced in the left atrium when the farawave was inserted into the sheath. No other issue has been reported.